Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an end of service (eos) code was seen on the saturday prior to the report. It was reviewed the device was off or disabled and no longer providing therapy. There were no traumas or falls possibly related to this issue. There was no allegation of dissatisfaction with the implantable neurostimulator (ins) longevity. The patient noted there were a few times she let the ins get low. The patient remembered seeing the eos and stated she had to increase the stimulation. It was at 4.5 and was now up to 10. At the time of the report, the patient was not getting any therapy and because she was not getting any therapy, her pain increased. There was a gradual return of pain everywhere. The stimulation had not been working and the patient had a return of pain. The pain had gradually become worse and the patient was uncomfortable the last couple of weeks. The patient had ignored the error codes because she did not think they were important. It was noted the patient was also at elective replacement indicator (eri) in (B)(6) 2015. Relevant medical history included intercostal neuralgia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.